Manufacturer narrative:
The insulin pump was received button error alarm due to corroded keypad traces. The keypad overlay had weak adhesive bond at all location.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 107 mg/dl at the time of incident. The insulin pump was returned for analysis.